Event description:
A 28 mm diametr x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. There was moderate angulation in the aortic neck and moderate tortuousity in the iliac arteries. It was reported that the bifurcated device was inadvertently pulled down during deployment; therefore, a 28 mm x 3.75 cm aortic cuff was implanted to ensure an adequate seal. No clinical sequelae were reported, and the patient is reported to be fine.